Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was over 600 mg/dl, 684 mg/dl and 44 mg/dl. Customer stated that reservoir was not lock in place. The customer was treated with bottle of lantus. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that backup plan were available. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was not continued troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced. Customer's other blood glucose was 217 mg/dl, 142 mg/dl, 265 mg/dl. Customer was treated with bolus and manual injection. Customer stated that leak on reservoir at septum. Customer was eating carbohydrate for low blood glucose. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer does not allege pump was over delivering. Customer was treated with food for low blood glucose. Customer was not using auto mode. Customer reported they gives correction bolus. Troubleshooting was performed for reservoir leak. Customer was reported past event. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.